Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a forcefx8c generator was used in a procedure along with a non-covidien multifunction bipolar instrument. The patient experienced a post-operative bleed. There were no details on the blood loss volume but there was enough to drop the blood pressure and require a transfusion and a 2nd procedure to tie off vessels to stop the bleeding in second larger hospital the next day. The patient had a full recovery.